Manufacturer narrative:
Concomitant products: product ID: 74002, implanted: (B)(6) 2017, product type: adapter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator. It was reported that during the implant procedure for a replacement due to normal battery depletion. The caller reported seeing contact 7 with 0=>10,000 ohms when testing at .7, 1.5 and 3.0v. The healthcare professional then wiped off and reinserted the pocket adaptor tail and when the values were retested they were 0/7 was in normal range, 0/3=12831 ohms and 0/6 was greater that 40000ohms. After wiping down extension/leads again the caller retried impedances and they were 0/3=20000ohms, 0/6 was in normal range. After trying a new port all contacts were greater than 40000 ohms. The adaptor tail was then moved back to 0-7 port and the caller stated they will program around contact 3. No patient symptoms were reported. No further complications were reported as a result of this event.